Event description:
The hospital's risk manager reported that during a hysteroscopy procedure and resection of the myomas, the pt's fundus was perforated while the telescope was being reintroduced. When the cervix was dilated, the telescope was passed and some polypoid tissue was resected. The polypoid tissue was excised with a bovie knife. There were three or four submucosal leomyomata at the fundus which were also resected. The pt was taken to surgery for repair of the perforation and the hospital stay was extended as a result of the event. The pt has been discharged from the hospital.